Event description:
The drager ventilator unit number 28 stopped ventilating while on the patient. It read device failure number 3. The patient was immediately manually bagged within 20 seconds of the device failure and the vent was switched out. There was no adverse affects noticed.======================manufacturer response for drager ventilator (per site reporter).======================awaiting response.